Event description:
It was further reported by the patient that the the cardiac resynchronization therapy-defibrillator (crt-d) "didn't last as long as it was supposed to." Communication with clinic indicated that the left ventricular (lv) lead high thresholds previously reported were chronic due to patient anatomy and "may have led to early battery drain" on the crt-d. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was experiencing heart failure symptoms including shortness of breath. High thresholds on the left ventricular (lv) lead were reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 device, implanted: (B)(6) 2013. (B)(4).